Event description:
Related manufacturer reference number: 3006705815-2022-01454. It was reported that the patient experienced uncomfortable stimulation and burning along their spine with stimulation. The patient experienced a fall in (B)(6) 2021. Imaging revealed that one of the cervical leads had fractured and became loose. The patient was programmed with the other lead with effective stimulation. Surgical intervention may take place at a later date to address the fractured lead at a later date. It is unknown which lead fractured, therefore both leads are being reported.

Manufacturer narrative:
Event date: date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-01454. It was reported that surgical intervention was undertaken wherein the entire cervical system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data: section d6b: date of explant ¿ explant date removed. Section h6: health effect - impact code 4627 - device explantation was removed.

Event description:
Additional information received indicates that the cervical system was not explanted on (B)(6) 2022 and is still implanted. Surgical intervention remains pending.